Manufacturer narrative:
The behaviour reported seems related to the cpr4 telemetry head sensitivity to the environment in which it is used. Indeed, according to the analysis performed there¿s no evidence of any software issues or any problem in the connection between the cpr4 telemetry head and the smarttouch programmer. The reported behaviour seems to be related to a difficulty in the communication between the telemetry head and the implanted device due to electromagnetic interference. This interference could be generated by the equipment present in the room and near the programming head, such as screens, chargers used for laptop or tablet or a motorized seat or table. As reminder, the led lit in the telemetry head ensures to correct localization of the implanted device and is not an indicator of the quality of the telemetry communication. Based on the available information, no issue is suspected on the smarttouch programmer. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on the (B)(6)2024 we were supporting a eno dr implant. Prior to the implant we were interrogating the device to enter patient information and we kept getting an error message on the smarttouch xt programmer (communication error, please reposition programmer header). We moved the header several times, and kept getting this message, even though we had 4x blue bars. We even removed the device from the box, but still got the same error message. We then took another device off the shelf and tried again, only to get the same error on the new device. We then took another smarttouch xt programmer, and tried again, and still got the same error message. We then took the programmer and the device out of the control room, and into the passage, and there everything worked perfectly, and we were able to program the device accordingly. We can only assume there was/is some sort of interreference in the control room/cath lab that did not allow us to program our devices.